Event description:
A dreamstation CPAP pro device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, ds log not retrievable due to error 7050, errors occurred while attempting to initialize the com port check the communication connections to the device the. Lastly, device was scrapped by the service center after the evaluation was completed.